Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received high results for an unspecified number of patient samples tested with ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided an example of one patient sample with an erroneous na result. The erroneous result was not reported outside of the laboratory. The sample initially resulted with an na value of 168 mmol/l, which repeated as 157 mmol/l. No adverse events were alleged to have occurred with the patient. The na electrode lot number and expiration date were asked for, but not provided. During investigations, it was determined that the rinse tubes are worn and detergent is dropping back into the reaction cells accidentally.

Manufacturer narrative:
The field service engineer changed the cell rinse tubing. Investigations determined the issue was resolved by the service actions.